Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -09.50/+1.0/090 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down into the patients right eye (od). There was no patient injury. The surgeon did not implant another icl lens. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.